Manufacturer narrative:
Crank fowler. Parts are on order for siderail fowler/gatch control.

Event description:
It was reported by service report that the fowler crank assembly is not functioning and the head left control was not working. No patient involvement or adverse consequences are reported.